Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the guidewire 2.2 and 2.5 do not pass through the reamers 6.0 & 7.0 mm. It is reported that the guidewire is stuck in the shaft of the reamer 6.0 & 7.0 mm. The same reamer 6.5mm has no issue. It was noticed during the reaming procedure at the t2 humeral procedure. The surgeon had to switch the guidewire for a smooth tipped 2.2 mm and had the same issue. The guidewire is stuck in the shaft of the reamer 6.0 & 7.0 mm.

Manufacturer narrative:
The evaluation revealed both reamers to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. As the devices had been in use for approx. 4 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. The inner spiral of the last and first winding is constricted and blocks the inner diameter; therefore a guide wire insertion is no longer possible. Previous complaints are known reporting constricted inner spirals. Pms identified a negative trend and nc #232011 was initiated to address this issue. During nc investigation some reamers were evaluated by an external lab (B)(4). The investigation revealed that the material of the flexible spiral is within specifications. Furthermore the welding process ¿orbital welding¿ leads to a bigger heat affected zone than the old welding process ¿electron beam welding¿. The heat affected zone reduces the hardness of the last winding of the inner spiral to approx. 50%. Due to over bend the area flexible shaft to inflexible head/adapter it is possible that the inner spiral got plastically deformed at the point where the hardness is reduced; a guide wire insertion is no longer possible. It is most likely that the reamer shaft and the inner spiral got plastically deformed during cleaning: to clean the flexible spiral it is often necessary to bend the flexible shaft manually without an inserted guide wire. Near the cutting head and the adapter the flexible area runs over into the un-flexible adapter and cutting head. Bending of these areas caused a lot of stresses to the material; in combination with the weak spots and too high bending forces the inner spiral could be plastically deformed. As an action of the nc the welding process was optimized in october 2013. The returned reamers were manufactured prior the process optimization. The actual cleaning guide includes a warning and recommendations regarding over bending. No non-conformity identified.

Event description:
It was reported that the guidewire 2.2 and 2.5 do not pass through the reamers 6.0 & 7.0 mm. It is reported that the guidewire is stuck in the shaft of the reamer 6.0 & 7.0 mm. The same reamer 6.5mm has no issue. It was noticed during the reaming procedure at the t2 humeral procedure. The surgeon had to switch the guidewire for a smooth tiped 2.2 mm and had the same issue. The guidewire is stuck in the shaft of the reamer 6.0 & 7.0 mm.